Manufacturer narrative:
One unused sample without original packaging was received for evaluation. There were no visible damages on the sample. The catheter was fully extended and there was no evidence of arching or curvature from the distal end tip or in any parts of the catheter. Also, the distal end of the catheter was inspected for a blocked skive. The skive opening appeared to be clear of obstruction. When reviewing the manifold and the peep seal, the skive was visible outside of the seal cartridge subassembly area. The double swivel elbow manifold attached securely to the catheter. The sample was tested for leakage. Per the test method, the maximum allowable flow is 50 ml/min. Upon connecting the sample to the uson leak testing device, a leak rate of 9.93 sccm was obtained. A leak rate of 9.93 sccm is well below the allowable finished good leak rate of 50.00 sccm. During the testing procedure, the female and male swivels were rotated a full turn in order to determine whether or not the double swivel elbow manifold assembly displayed any deficiencies in the seals during any possible orientation. The reported failure could not be reproduced. Therefore, based on the results of the visual and leak detection testing, it is believed that this product does not possess any defects. The reported event could not be confirmed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m5344t632 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Not returned for evaluation.

Event description:
It was reported that upon placement of the device, the patient's tidal volume came down by 1 step. The facility has alleged a possible leak at the double swivel elbow. The device was switched out for a new one. There was no injury to the patient. No further information has been provided at this time.